Manufacturer narrative:
Philips was informed this was an incorrect call log by the customer and that no device malfunction occurred.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device does not turn on and does not charge. There was no reported patient involvement.